Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels of 379 mg/dl with trace ketones. The user addressed bg level with a manual injection. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. It was confirmed that the user had an alternate method of insulin delivery.

Event description:
Reportedly, the user reverted to manual injections.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the reported issue (high blood glucose level) could not be verified. During log review, an occlusion alarm was verified. No failure was identified with the high blood glucose level and occlusion alarm. The occlusion was the most likely cause of the reported issue.